Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type catheter product ID 8598, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had a pump pocket infection, with symptoms of redness, swelling, and drainage over the surgical site. The entire system was explanted and disposed of according to biohazard instructions. No diagnostic methods were reported. The outcome was reported as resolved without sequelae, following the explant.

Manufacturer narrative:
(B)(4).